Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing low blood glucose (bg) levels (50-60 mg/dl) and carbohydrates were consumed to address the low bg level. The customer stated that approximately 6 weeks ago the healthcare provider had changed the settings and that was when the low bgs were noted to have started.